Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that their insulin pump had a threshold suspend due to sensor glucose and blood glucose difference. Blood glucose at the time of incident was 140 mg/dl and sensor glucose was 49 mg/dl. The sensor glucose level that triggered the suspend was 49 mg/dl and the threshold low suspend limit was 70 mg/dl. Troubleshooting did not resolve issue. Sensor will return for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Unable to confirm adhesive anomaly due to sensor was returned opened/used.